Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer called stating while brushing teeth the brush came unattached, and the brush heads seem to be a bit loose on the brush. No injury was reported.

Manufacturer narrative:
17-aug-2018 product investigation results: reporter returned the product on 16-jul-2018. The product was identified to be an oral-b power battery toothbrush handle cross action power 4732 on 31-jul-2018. Product return was received and investigated. Investigation results showed that the complaint was caused by wear of the driving shaft due to very long use time of the toothbrush handle.

Event description:
Consumer called stating while brushing teeth the brush came unattached, and the brush heads seem to be a bit loose on the brush. No injury was reported.